Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. The plate breakage in this case was probably caused by the excessive force applied to the position of the screw and the plate. We concluded that the quality of this product has no relation to this event. Warning and precaution: important basic precautions. When load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. If necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent high tibial osteotomy (hto). During the operation, the surgeon in charge of the patient fixed the osteotomized tibia with a bone plate and bone screws for use in internal body fixation and implanted a bone void filler (this product) trimmed in accordance with the shape of the bone defect formed after the osteotomy. The patient complained of pain at the surgical site about three months after the surgery. X-ray images taken one week later revealed plate breakage. The surgeon also confirmed that the patient had developed a lateral hinge fracture.